Manufacturer narrative:
Date of event: exact date is unknown, best estimate is during (B)(6) 2021. If explanted, give date: not applicable, the lens remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.¿ all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Event description:
It was initially reported that the intraocular lens (iol) was implanted three or four weeks ago and the patient came out at - 1.5 diopters. As a result, the patient has very poor visual performance. This was discovered during follow-up examination. Material is not available. Through follow up the following information was learned: residual refraction after synergy iol implant sphere -1.50 diopter. Visual acuity preoperative was s.c (without correction) 0.2 c.c 1.0 (with correction). Postoperative visual acuity: s.c 0.32 c.c 1.0. Eye laser touch up trans prk was needed. There was a delay in the proceedings. Healing process after trans prk was approximately three weeks. Operation date was (B)(6) /2021. There was no iol removal, nor explant planned. There was no incision enlargement, stitches or vitrectomy necessary. No further information provided.